Event description:
Laparoscopic cholecystectomy - "clip applier jammed, did not clip bleeding vessel, loss of blood occured while circulating nurse retrieved and opened new one." Patient status - "unknown."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon the first actuation, engineering found that the device fired debris. Engineering attempted to actuate the device again and found that the handle became stiff and the jaws locked in the closed position. The unit was disassembled for further evaluation and excessive debris was found in the shaft and around internal components. No internal damages or defects to the unit were noted. The root cause of your experience could not be determined as engineering was unable to test the unit for functionality. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.